Event description:
It was reported that during pre-testing, it was observed that the motor device would not turn on. There were no delays to the planned surgical procedure an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the thermistor failed and the motor stopped working. Therefore, the reported condition was confirmed. It was determined that the thermistor failed and the motor was damaged due to the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.